Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 8.3mmol/l. Troubleshooting for high blood glucose was performed. The customer was treated with a pen injection. Customer's blood glucose value was 8.3mmol/l at the time of the call. Customer's high blood glucose levels began on (B)(6) 2017. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump failed the high pressure test. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. It was also reported that the customer mentioned a high blood glucose level of 33mmol/l on (B)(6) 2017 that was treated with a injection pen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Unit received with the insulin flow blocked alarm functioning properly. Unit received with minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage, broken belt clip rails, minor scratches on lcd window and corroded battery tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.